Manufacturer narrative:
Device evaluated by MFR: returned product analysis identified dried blood and contrast present on the outer and inner surfaces of the device. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon 2cm from the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous common femoral artery. The 4.0x40mm sterling balloon catheter was advanced to the lesion and during an unknown inflation, the balloon ruptured under the rated burst pressure. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous common femoral artery. The 4.0x40mm sterling balloon catheter was advanced to the lesion and during an unknown inflation, the balloon ruptured under the rated burst pressure. The balloon was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.